Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "a bilateral rupture and removal of implants due to the concerns of the product." Device remains implanted. Left side.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additionally, capsular contracture, baker grade IV was reported.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "a bilateral rupture and removal of implants due to the concerns of the product." Device remains implanted. Left side.

Event description:
Device has been explanted

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g2, h6.